Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetic educator reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading at the time of hospitalization was 420 mg/dl and treated with intravenous injection at the intensive care unit. It was unknown that if the insulin pump was in auto mode at the time of incident. The insulin pump will not be returned for analysis.